Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Photo review: the photo shows iol on a monitor, there appears to be a mark/line over the optic area. Root cause: based on our observation of the attached photo, a mark/ line is visible over the optic. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported a scratch on an intraocular lens (iol). Additional information has been requested.